Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but could not reproduce that air in line alarm due to a constant upstream occlusion alarm caused by a failed upstream sensor. The failed upstream sensor was replaced and is a known contributor to the reported air in line alarm.

Event description:
It was reported that a spectrum infusion pump was alarming for air in line. It was also reported there was no pt injury.